Event description:
It was reported that the thresholds on the lead were increasing and had intermittent capture at high outputs. In addition, during the lead revision the physician noted that the left ventricular lead was fractured near the pin. The lead was cut and capped and a new lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.